Event description:
It was reported that the neurostimulator was implanted beyond its use-by-date. The health care professional wanted to implant the device even though the date of implant was beyond the use-by-date. A battery check showed 3.09v. There was no patient injury.